Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure in 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿there was extensive lysis of adhesions required approximately 2 hours. While dissecting the umbilicus where there was omentum which was reduced from the defect. There was some adhesions of small bowel in the right lower quadrant and lower pelvis which were taken down with sharp dissection.¿ it was reported the patient experienced lower abdominal pain. No additional information was provided.